Event description:
#22 autogard failed to retract. #24 autogard leaked at base. #20 autogard bent outside of needle sheath (found when package opened). # 22 autogard failed to retract. #22 autogard separated on withdrawal from unsuccessful stick.